Manufacturer narrative:
A lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven years and one month of post deployment, computed tomography of the abdomen and pelvis revealed the filter was slightly tilted and several of the fixation struts do extend beyond the wall of the inferior vena cava. Three are seen adjacent to the abdominal aorta. The patient reportedly experienced abdominal pain. Two years and five months later, computed tomography of the abdomen and pelvis without contrast revealed the filter was in the infrarenal portion of the inferior vena cava, and the proximal tip was just below the right renal vein. The proximal aspect of the filter was tilted to the right. Four of the limbs of the filter extend beyond the walls of the inferior vena cava on the left. One abuts the wall of the abdominal aorta. The position was unchanged since six years earlier. The filter was at superior l2 to inferior l3 interspace with 24 degrees of tilt to the right along the coronal plane. A grade 3 perforation was indicated with a left ventral strut extended 9 mm outside the cava wall and abutted the duodenum. A left lateral strut extends 9 mm outside the cava wall and abuts the aorta. Eleven months later, computed tomography of the abdomen and pelvis without contrast revealed the filter was at the mid l2 to inferior l3 interspace with 29 degrees of tilt to the right in the coronal plane. No significant migration was indicated. A grade 3 perforation was indicated with a left ventral strut extended 9 mm outside the cava wall and abuts the duodenum. A left ventral strut and left lateral strut extend 11 mm and 9 mm, respectively, outside the cava wall and abut the aorta. Two months later, computed tomography of the abdomen and pelvis revealed the filter was at the mid l2 to inferior l3 interspace with 28 degrees of tilt to the right in the coronal plane. No significant migration was indicated. A grade 3 perforation was noted with a left ventral strut extended 6mm outside the cava wall and abuts the duodenum. A left ventral strut and left lateral strut extend 11 mm and 9 mm, respectively, outside the cava wall and abut the aorta. Six months later, computed tomography of the abdomen and pelvis revealed the filter was at the superior l2 to inferior l3 interspace with 26 degrees of tilt to the right in the coronal plane. No significant migration was indicated. A grade 3 perforation was noted with a left ventral strut extended 5 mm outside the cava wall and abuts the duodenum. Two left ventral struts abut the aorta extended 13 mm and 9 mm outside the cava wall. A left lateral strut extends 9mm outside the cava wall and abuts the aorta. Therefore, the investigation is confirmed for filter tilt and perforation of inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2010).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and strut perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.